Manufacturer narrative:
1. DHR/bhr review(lot#2281295): 1) this batch of products were assembled at intima ii auto line 4 in october 2022, and packaged at r240 package line in october 2022. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the rupture state of the complained sample cannot be identified, the root cause of bleeding cannot be determined. The plant will continue to pay attention to such defects.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm catheter was damaged/defective the following information was provided by the initial reporter; a nurse in the emergency department administered the product to a patient for infusion, and in the process discovered that the end of the product had ruptured causing the patient to bleed a small amount of blood, which was immediately discontinued.